Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#(B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported a patient¿s implantable neurostimulator (ins) was in suspected 1st overdischarge, but it was later determined not to be overdischarged. It was stated that a physician mode recharge (pmr) had not yet been performed but was planned for (B)(6) 2014. It was stated that patient non-compliance was a factor. It was stated that the patient called the manufacturer¿s representative to report that she was unable to recharge her ins. It was noted that the patient had been in and out of the hospital over the last 4 months for recurring pneumonia. It was stated that the last time the patient used the device was around 4 months ago. It was noted that when she was last using the device, the patient had good coverage and pain relief. It was reported the patient was alive with no injury. The patient had loss of use of the device as a result of this event. It was reported that the device had experienced a por (power on reset, error code not noted). It was stated that the device was reset and set to the patient¿s desired strength, no reprogramming was needed. The patient had full coverage of painful areas and was happy with pain relief.